Event description:
A pump malfunction was reported by the caller, but no notable events preceded the malfunction. The customer was unsure if their blood glucose level exceeded 500 mg/dl as a result. Technical support provided information on resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurred.